Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. No further information could be obtained.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that on (B)(6) 2016, the patient underwent an ipg implant procedure only as the ipg was already explanted 1- 2 years ago for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.